Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the elective replacement of this patient's device, this atrial lead broke off in the device header. It appeared that the set screw wasn't retracting all the way and when the physician pulled on the lead, the damage occurred. A new device and lead were implanted without further incident. No adverse patient effects were reported.